Event description:
It was reported that the patient with this right ventricular (rv) lead developed a device pocket infection. The patient is not pacemaker-dependent. The patient's physicians are currently considering removing the device and leads. No indication when this will happen. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed a device pocket infection. The patient is not pacemaker-dependent. The patient's physicians are currently considering removing the device and leads. No indication when this will happen. No adverse patient effects were reported. Additional information received confirms the patient was referred to a surgeon by their cardiologist for removal of the device and leads. The patient was re-implanted on the right side two days later with a dual chamber pacing system by the surgeon who performed the extraction. Besides intervention, there were no other adverse patient effects reported.